Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation intensity changed and became stronger while they were having a coughing fit. Impedances were within normal limits. The rep reprogrammed stimulation to cover the painful areas, but the issue was not considered resolved. The patient's managing physician ordered x-rays to confirm lead position. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the change in stimulation was not determined. The x-ray showed that the lead did not migrate. The patient was reprogrammed. No further information was reported.